Event description:
Bilateral capsular contracture, baker grade 3, right side.

Manufacturer narrative:
Sientra complaint#: (B)(4). Additional information: d6b, g3, g6, h2, h3, h6, h10. Sientra was unable to perform a device evaluation since the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device discarded.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side suspected rupture.